Manufacturer narrative:
Medtronic, inc. (Medtronic) is submitting this report to comply with 21 c.f.r. Part 803, the a good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
A consumer reported that an incarceration facility, that a patient was in, wanted them to have their implantable neurostimulator (ins) removed. The patient does not have the patient programmer (pp). Their bladder wasn't working and they did not have the pp to make adjustments. The consumer requested that a new pp be sent to the patient. Additional information stated that the patient was still in jail and they could not pee and they had to catheterize every day. Once the patient gets out they will be following up with a healthcare provider (hcp). The ins was indicated for gastrointestinal/pelvic floor.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.